Event description:
It was reported that during a coronary stent procedure, stent deployment was successful, however, optimal stent expansion was not achieved and the wire became caught in the distal stent struts. The wire was removed with force and 1-2mm of the polymer coating loosened from the tip and remains in the pt. Pt status is listed as "okay".